Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 18 minutes of treatment with polyflux 170h, the patient experienced chest tightness and dyspnea. Reportedly, ultrafiltration was suspended. Oxygen inhalation and ECG monitoring were performed but the symptoms were not relieved. The patient was administered dexamethasone 5mg and symptoms decreased. It was reported that "the follow-up dialysis process went smoothly". No additional information is available.